Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer's blood glucose (bg) level was 50 mg/dl and the bg level was addressed by the customer eating food. The cause of the bg level was unknown and the customer declined troubleshooting with tandem's technical support. Reportedly, the customer did not believe the bg level was related to the alarm. A new cartridge was loaded to address the alarm.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (alarm 1) was verified. Based on the analysis, the reported low blood glucose level could not be confirmed due to the cracked cartridge (cause of reported issue).